Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a leak in the patient line extension is a known cause of this alarm. In addition, it was reported that the extension line was not connected prior to priming the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during drain two of five in peritoneal dialysis. The home patient (hp) was connected at the time of the alarm. The hp stated that the extension line on patient line is leaking a bit. The hp also stated that the extension line was connected after priming. The technical service representative (tsr) explained the system error 2240 to the hp, advised the home patient to start over with all new supplies, and explained why. The tsr reviewed proper procedures with the home patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.